Manufacturer narrative:
Additional information: d4, d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. A leak was able to be reproduced at the connection of the recirculation port of the oxygenator and the venting line. The leak was caused by a crack in the port. Additionally, an unevenness was noticed at the front of the port. The crack went all the way to the front edge of the port. No damage was found at the luer lock adapter of the venting line which was connected to the port. There was also some sort of paste at the temperature port. However, this was not investigated further as the leak at the recirculation port seemed to align with the complaint description. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. There were five quality events listed in the release certificate for the batch, but none of them were related to the failure pattern at hand. The leak was caused by a crack in the recirculation port of the oxygenator, which could have occurred due to injection molding and/or further processing. Stresses may have occurred in the material during the injection molding process or during demolding of the injection-molded part, with the crack subsequently occurring from the release of material stresses. This could occur during transport or handling, for example. The injection molding tool has been replaced since the batch in question was manufactured.

Event description:
The leak was detected during priming. Therefore, there was no patient injury or harm. No photos were available. However, the sample was reported to be available for evaluation.

Manufacturer narrative:
Additional information: a1, b3, b5, b7, d9, d10, h3 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The leak was detected during priming. Therefore, there was no patient injury or harm. No photos were available. However, the sample was reported to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a fluid leak occurred at the ¿level of [the] luer lock connection with tubing and valve¿ [sic] on the arterial side of the oxygenator. There were several unknown details in the initial reporting, including the event date and the batch number of the xlung kit. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.